Manufacturer narrative:
The reported defect of "balloon was not inflating" was confirmed. The catheter was received with the proximal and distal bonds completely detached and the proximal bond appeared inverted. The balloon was flipped over and there did not appear to be any missing latex. A tear approximately 0.025" in length was observed proximal of the distal bond. There was residual adhesive observed at both bonds. The contamination shield, syringe and introducer were not returned. All through lumens were tested for patency and leakage as follows: a 10cc syringe was connected to each of the lumens being tested. Each associated port was covered with a fingertip, entire catheter was immersed in water and pressurized by compressing the syringe plunger. All through lumens were patent without any leakage or occlusion. There was bo visible damage observed on the catheter body. Visual examination was performed under 10x and 40 x microscope. Typically this will be detected while inflating the balloon during prep. The directions for use instruct the operator to check balloon integrity prior to use by inflating it to the recommended volume it also instructs the operator to check for asymmetrical and leaks by submerging the balloon in sterile saline or water. Although we were able to confirm a defect exists there is no evidence of a manufacturing defect. Potential contributing factors cannot be determined at this time. An on-going investigation is in process. A device history record review was completed and documented that the device met specification upon distribution.

Event description:
It was reported that the balloon was not inflating before use. There were no patient complications reported.